Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a blister that was sore to the touch in the middle lower part of her back. The blister reportedly worsened and was bleeding. There was no alleged device malfunction. The patient's physician prescribed an unknown antibiotic. The patient's blister was healing with use of the antibiotic.